Event description:
It was reported that the device was returned with no information. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Final device analysis of the device, (B)(4), revealed a reliability non-conformance, broken weld(s) at bond wire pad(s)-lifted bond wire(s). There was erratic output on every bipolar electrode pair due to the extension conductors shorting near the distal end. Final device analysis of the extension, (B)(4), revealed no significant anomalies, short between circuits (dry conditions) - overstress/damage. The continuity was acceptable on all circuits.